Event description:
Boston scientific received information that this local area sales representative was going to check this patient's device after reports of hearing beeping tones. Technical services was contacted and discussed that a device fault could emit tones in a single pattern. It was also observed that the right ventricular (rv) lead's shock impedances were less than 20 ohms. The patient came in for a non-invasive programmed stimulation procedure and everything was normal. At this time, no additional intervention will be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Four months later, this device was explanted for normal battery depletion and returned for laboratory analysis. When analysis is complete, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. As received, the device was not producing beeping tones. Per the device memory log file, elective replacement indicator (eri) was declared during implant. Also, per the memory log file the weekly averaged daily lead impedance measurements confirmed there was no out of range impedance measurement recorded by the device while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the reported field observations of beeping tones or out of range impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--